Event description:
It was reported that the subcutaneous system was replaced with a transvenous system. The electrode has been abandoned and remains implanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. The clinic was unable to reproduce the noise. Technical services advised some testing options. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The clinic was unable to reproduce the noise. Technical services advised some testing options. There were no adverse patient effects. The system remains implanted.